Event description:
On (B)(6) 2024, we have been informed about an incident involving a dispersive electrode at (B)(6) . A none monitoring dispersive electrode [unsplit electrosurgical neutral electrode] skintact model wr01 and an unknown generator have been used. The (B)(6) agency (B)(6) about a patient burn. The initial report received by the (B)(6) agency specifies that [translated from danish language to german language to english language] "observes a fire mark after neutral plate removal. Event date (dd-mm-yyyy) * 29/04/2024 detailed description of the incident: a neutral plate has been used during a hemorrhoid operation. Subsequently, 3 small burn marks of maximum 0.5 cm are observed. No equipment alarm has been reported. Consequence of the incident * medical or surgical treatment" the initial report highlights a responsible person at the concerned hospital. We have therefore requested further information on the patient, the skin preparation, the generator model, the generator activation cycles, the used energy and how the skin injuries had to be treated afterwards. Currently three attempts have been made to obtain further information but none have been disclosed so far.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults were detected. Currently no conclusion can be drawn what might have caused the incident. We will provide a follow up report once we have received further information and reached a conclusion.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults were detected. On june 25th, 2024 the involved device was received in an open pouch stuck with its gel side to the inside of a mölnlycke barrier op-tape pouch. It was disinfected and then inspected. We also received four unused dispersive customer electrodes from the same lot number also in an open pouch. Reviewing the involved customer sample it shows a three small burnt spots and a vertical fold mark. The 3 burnt spots can be recognized opposite the connecting tab. The burnt spots are about 0,5x0,5cm in size and show plenty of hair underneath and around. Judging the burnt spot we assume at least three 3rd degree burns must have happened. Due to the burn residues in the gel and the gel dry-out caused by the long storage from since the incident had happened on april 29h till june 25th (when the involved device was received), an electrical test or an adhesive strength test of the involved sample was no longer possible. We know foldmarks of the aluminium. This can happen when the siliconized backing material is pulled off the electrode not according the instructions for use or when the dispersive electrode is pulled off the patient not according the instructions for use. The IFU has been not followed on two respects. The IFU explicitly states: "not following these instructions may lead to burns, pressure necroses, or other skin trauma during use. (...)" " remove any hair from the chosen skin area and clean it carefully, e.g. Of cosmetics. Carefully dry the area, especially if alcohol or other skin cleaning agents have been used. Avoid using flammable skin prepping agents or disinfectants, e.g. Acetone degreasers. Be aware that failure to shave the area may lead to burns." However, hair was discovered on the involved device around the burn marks. It had not been removed from the placement size prior to surgery. Further on the IFU states: " if an electrosurgical unit offers a neutral electrode contact quality monitoring system always use a split electrode. (...) If the electrosurgical device is equipped with a system for monitoring neutral electrode contact quality (such as rem¿, nessy ®, arm¿, etc.), always use a split electrode." The generator used, a kls martin me 402 maxium, offers such a contact quality monitoring system. However, no split electrode (monitoring electrode) was used. Based on the information provided to us we can determine that user-errors have contributed to or caused the claimed incident. Not shaving the placement site and using a non-split dispersive electrode instead a split dispersive electrode. The usage of a split dispersive electrode would most likely have prevented the burn occurring. We therefore consider the investigation and the report closed.

Event description:
On (B)(6) 2024, we have been informed about an incident involving a dispersive electrode at (B)(6). A non-monitoring dispersive electrode [unsplit electrosurgical neutral electrode] skintact model wr01 and an unknown generator have been used. The (B)(6) medicines agency informed (B)(6) about a patient burn. The initial report received by the (B)(6) medicines agency specifies that [translated from danish language to german language to english language] "observes a fire mark after neutral plate removal. Event date (dd-mm-yyyy) 29/04/2024 detailed description of the incident: a neutral plate has been used during a hemorrhoid operation. Subsequently, 3 small burn marks of maximum 0.5 cm are observed. No equipment alarm has been reported. Consequence of the incident medical or surgical treatment" the initial report highlights a responsible person at the (B)(6) hospital. We have therefore requested further information on the patient, the skin preparation, the generator model, the generator activation cycles, the used energy and how the skin injuries had to be treated afterwards. On june 25th, 2024 we have received a filled in questionaire. The questionaire states that the patient body skin type was hairy and the general state of the patient was described as normal. A 30-40 minutes hemorrhoids procedure was performed. The patient was not repostioned and the patient's body temperature was managed during surgery by a heat blanket. The patient skin was not shaven, not dried, not cleaned prior application and no ointment has been applied prior application. It is unclear where on the patient the non-monitoring dispersive electrode was placed during surgery. But it was stated that the non-monitoring dispersive electrode didn't lift up during surgery. It was also specified that some hair was underneath the non-monitoring dispersive electrode. The burn was detected after the procedure. The patient burn was specified as "burn marks" of "round 3 small about 5-10mm". No information was provided if and how the patient burn was treated afterwards. We assume according to the burnt residues seen on the involved customer electrode that at least 3 small 3rd degree burns must have happened. The power settings have been disclosed as "20/20". No further details have been disclosed.